Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that ready high on continuous glucose monitor, however, a specific blood glucose (bg) value was not provided. Suspected cause was due to having incorrect carb ratio. A manual insulin injection was administered to address bg level customer updated their pump settings to address the event.